Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had under-delivery issue. Customer blood glucose reading was 250 mg/dl. Troubleshooting was performed. The insulin did not exit. The infusion set was changed. The infusion set was not bent. Insulin pump will not be returning for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No bolus anomaly noted during testing. Insulin pump passed all operating currents tested within the spec range and passed off no power test. Pump passed the delivery accuracy test at 0.08750 inches. (B)(4).